Event description:
During an in clinic follow up, high pacing impedance and an increased threshold were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a kink in the lead was noted. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.